Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one abre venous self-expanding stent system was implanted in the civ and eiv and one abre venous self-expanding stent was implanted in the eiv and cfv. Approximately 35 months post procedure patient suffered from chronic, non-occlusive deep venous thrombosis of the left common iliac and external iliac vein stent. The event is unresolved at time of study exit. It was reported that the event is related to the target vein and lesion.